Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that hour glass/no readings/sensor error in status box occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, while the dexcom was displaying a sensor error, the patient had a hypoglycemic event with no warning and passed out. The patient¿s mother took her to the emergency room (ER). She was given IV fluids and glucose in the ER and recovered. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.